Event description:
It was reported that a missing wire occurred. The product was evaluated. An external visual inspection was performed and no damage was found. The allegation was not confirmed. Customer complaint could not be confirmed as wearable has no damage. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a missing sensor wire after removal of the wearable which occurred the same day it had been inserted in the arm. According to the report, the child noticed the sensor wire was missing after removing the wearable. The patient complained of pain at the insertion site until the following morning. The child called the doctor and was advised to have the patient evaluated in the clinic. On (B)(6) 2024, the insertion site was red, a little swollen, and hot to touch. They presented it to the clinic and the patient was prescribed an antibiotic to treat abscess. They were advised to return in 3 days and on (B)(6) 2024, the patient underwent incision and drainage of the abscess and given an additional unremembered antibiotic. The patient returned for follow-up the monday (B)(6) 2024 before the call, and it was noted that the affected area looked better. The patient was advised to schedule a follow up ultrasound to evaluate for the presence of the retained wire postoperatively; however, the patient declined to do so. At the time of the initial call, the patient was taking clindamycin 300mg capsule 4 tabs a day for 7 days. At the time of follow up on (B)(6) 2024, the child reported that the wound and infection were healing, and the patient's arm looks better and is okay. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e2010 needle stick/puncture.